Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. The pump was found to be within the published specification of +/-6% during the delivery accuracy testing. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited under delivery. This was noted prior to use, and testing was done with multiple extension sets from different lots. There was no patient involvement.